Event description:
It was reported that during a percutaneous intervention (pci) procedure, an inaccurate gauge reading occurred. The 100% stenosed target lesion was an area of in-stent restenosis of an unspecified stent located in the non-calcified, moderately tortuous right superficial femoral artery (sfa). The lesion was dilated multiple times with multiple bsc and non-bsc balloon catheters. A total of 29 inflations were performed. Following the last inflation attempt, while the sterling balloon was noted to be fully deflated, the gauge of the encore inflation device did not return to zero. The procedure was completed with another of the same encore inflation device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, an inaccurate gauge reading occurred. The 100% stenosed target lesion was an area of in-stent restenosis of an unspecified stent located in the non-calcified, moderately tortuous right superficial femoral artery (sfa). The lesion was dilated multiple times with multiple bsc and non-bsc balloon catheters. A total of 29 inflations were performed. Following the last inflation attempt, while the sterling balloon was noted to be fully deflated, the gauge of the encore inflation device did not return to zero. The procedure was completed with another of the same encore inflation device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit was visually inspected that the needle was stuck at 9atms. The complaint device was dismantled and it was noted that 4 threads of the plunger were badly damaged/broken. The broken pieces of the plunger were stuck in the locknut and the locknut was damaged. A functional test of the complaint device was carried out. The plunger handle was rotated to achieve 26atm's, 20 times consecutively. The device reached 26 atms but did not deflate back to 0 atm, and remained at 9 atms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as this device is used outside of the body and does not come in contact with the patient. (B)(4).